Event description:
Upon opening the kit in preparation for contrast injection it was noted that the hub of the extension tubing was severed from the rest of the tubing.

Event description:
Upon opening the kit in preparation for contrast injection, it was noted that the hub of the extension tubing was severed from the rest of the tubing.